Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 90024 with the incident lot was observed.

Event description:
It was reported that "the tube was dented" on bd vacutainer® lh pst¿ ii plus blood collection tubes.